Manufacturer narrative:
Result: the 5max ace reperfusion catheter was fractured in the proximal shaft under the strain relief, approximately 1.0 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated the 5max ace reperfusion catheter was kinked in the proximal shaft. Evaluation of the returned product revealed it was fractured in the proximal shaft. This type of damage typically occurs when the catheter is manipulated at an angle during insertion into the patient, which may cause the shaft to fracture due to excess force and bending. The root cause of the complaint cannot be determined. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. During the procedure, the physician noted a kink on the proximal end of the 5max ace reperfusion catheter when removing it from a 3max reperfusion catheter. A new 5max ace reperfusion catheter was used to complete the procedure without further issue. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion:the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.